Event description:
Affiliate reports that after shunt operation; air came out in the ventricular when the pressure was low. The doctor pulled the valve out using surgical instruments and puncture a part of the outlet valve after explanting it.